Event description:
PICC line snapped in half while dressing was being attended to. The remainder of the line was removed from the pt without incident. The PICC line was inserted under ultrasound in 2004. Dressing was attended to 7 days later. The line snapped during this procedure.